Manufacturer narrative:
(B)(6). Additional information: the device was manufactured november 14, 2014 - november 17, 2014. The device was received for evaluation. Visual inspection revealed a white particle approximately 0.35 square mm in size, floating in the reservoir. Fourier transform infrared spectroscopy identified the particle to be acrylic. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were white floating particles in a large volume intermate. This was noted before patient use. The device was filled with caspofungin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.